Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, de novo lesion in the distal right coronary artery (drca). Using a femoral access site, the xience prime 2.25 x 23 mm could not cross the lesion and the proximal shaft broke (separated). There was no resistance met upon removal of the device. A xience prime 2.5 x 38 mm was then used but it could not cross. Finally, a xience xpedition 2.5 x 23 mm was attempted but it also could not cross the lesion. The device was removed and the patient was put on medical management. The procedure lasted 45 minutes. The devices could not cross due to the patient anatomy. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.